Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had trouble charging 1.5 years ago and hasn't used it. It was unknown what led to the issue. The system was explanted and the issue was said to be resolved. No further complications were reported.